Manufacturer narrative:
.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The ICD exhibited post-paced t-wave oversensing. Programming changes were made.